Manufacturer narrative:
(B) (4). Endoleak. Difference in diameter between the proximal and distal necks.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a zone 4, 47 mm diameter x 65 mm length thoracic aortic aneurysm. The proximal neck was 28 mm in diameter and the distal neck was 21 mm in diameter. The vessels were non-calcified and non-tortuous. Two stent grafts were implanted in turn from the distal to proximal. After implant, a slight type 3 endoleak was noted on angiogram. The stent graft was modeled with a reliant balloon; however, the endoleak did not resolve. The decision was made to monitor the pt and the procedure was concluded. The physician commented prior to discharge a follow-up CT will be performed. An additional tevar for the type 3 endoleak will be performed if expansion of the aneurysm is detected (see MFR # 2953200-2010-01144). No additional info was provided and the pt is fine.

Event description:
Additional information was received. It was reported that the type iii endoleak that was originally observed was confirmed to be resolved one week later without any intervention.